Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible right atrial (ra) lead undersensing was noted on current and stored electrograms (egm) interfering with mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.